Event description:
It was reported that the ivc filter fractured. Allegedly, the fractured portions migrated to the patient's vital organs.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The event investigation is currently underway.